Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 19929017, model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 19729490, model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was also reported that the patients leads have migrated. The patient underwent an explant procedure and was doing well postoperatively.